Manufacturer narrative:
Sorensen et al. ¿primary total elbow arthroplasty in complex fractures of the distal humerus." World journal of orthopedics (2014 july 18). 5(3):368-372. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. Initial reporter - the article was written by brian weng sorensen, stig brorson and bo sanderhoff olson.

Event description:
It is reported in a journal article that one patient experienced ulnar palsy following elbow arhtroplasty. No further information is available.